Manufacturer narrative:
The lab evaluation confirmed that the motor seized and would not turn by hand. Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
Complainant reported the pump motor seized and would not turn by hand.